Manufacturer narrative:
It was reported that hair was found within a bulb irrigation syringe plunger. No patient involvement was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. The sample was received in its original packaging in unused condition. Hair was observed to be within the packaging of the bulb irrigation syringe. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was found within a bulb irrigation syringe.